Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that the fully charged batteries would only support for 40 minutes under 120 beats per minute (bpm) before the iabp unit shut down. The fse replaced the batteries (0146-00-0039) which resolved the issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during a patient transfer and while in use, the cs300 intra-aortic balloon pump (iabp) was observed to have a short battery run time. It was later clarified that the iabp unit generated a "low battery" alarm when the battery level became low. The end user was able to plug in the iabp unit to ac power to continue therapy. There was no patient harm reported.